Event description:
It was reported that the insulin pump had a blank display. Troubleshooting was performed. The customer stated that the screen comes and goes when he presses the buttons. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of a faulty liquid crystal display board.